Event description:
The customer alleged they received questionable total bilirubin (tbil) results for two patients on their c701 analyzer. The first patient's serum sample was collected on (B)(6) 2014 and placed in a false bottom tube because of the low sample volume. The sample was manually programmed a different c701 analyzer and produced a result of 197 umol/l. This result was not reported outside the laboratory because the serum index was pending. On (B)(6) 2014, the customer noticed the sample was not released. The customer retrieved the sample and manually programmed it to run on the c701 analyzer in question. The result was 431 umol/l accompanied by a data flag. The sample automatically repeated, but produced a short sample alarm with a result of 438 umol/l accompanied by a data flag. The customer reported a result of 431 umol/l to the physician. The physician had the patient sent to the hospital. A corrected report of 197 umol/l was sent later that day. A plasma sample from the patient was tested on a cobas 6000 c501 module and the result was 172 umol/l. The patient was admitted to the nicu and had IV fluids and light therapy administered. Information on whether the first patient was adversely affected and the patient's current condition was requested but not provided. The second patient was a female born on (B)(6) 2014. On (B)(6) 2014, the patient's serum sample manually programmed on the other c701 analyzer and the result was 169 umol/l. This result was not reported outside the laboratory because the serum index was pending. On (B)(6) 2014, the customer noticed the sample was not released. The customer retrieved the sample and manually programmed it to run on the c701 analyzer in question. The result was 307 umol/l accompanied by a data flag. The sample automatically repeated, and the result was 318 umol/l. The customer reported the result of 307 umol/l outside the laboratory. The physician queried the result. A corrected report with the result of 169 umol/l was sent later that day. The second patient was not adversely affected by this event. The tbil reagent lot number was 69257801. The expiration date was requested but not provided.

Manufacturer narrative:
A root cause could not be determined. The review of the sample history from data manager did not indicate a sampling or analyzer problem. There were no analyzer alarms generated and no further problems were observed with other samples. Since calibration and quality control data did not reflect a test performance problem, the issue is most likely sample related.

Manufacturer narrative:
This event occurred in (B)(6).